Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager refrigerator was failed and device was not detected. A field service engineer (fse) discovered that the remote manager hasp had become detached due to being pushed out by a misaligned housing. The existing 3m tape was removed and replaced, the hasp was properly reattached to the door, and the housing was repositioned further back to ensure a secured successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es refrigerator remote manager failed and error message displayed device not detected on the bus. The customer attempted to reboot and perform recovery; however, the issue continued to persist. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.